Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements due to calcification. Technical services (ts) was consulted and recommended reprogramming and testing options. This rv lead remains in service. No adverse patient effects were reported.